Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler screen went blank during power up. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The cycler was returned to the manufacturer and a replacement cycler was provided. During a follow up call with the patient¿s pd nurse, it was confirmed there was no harm, adverse event of medical intervention due to the blank screen event.. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the returned cycler was performed and encountered a damaged power entry module no other discrepancy was found. The touchscreen test failed as the cycler failed to turn on due to the power entry module being damaged and the j1 power supply cable being disconnected. Once the power entry module was replaced and the j1 cable was plugged in the ¿stop¿, ¿ok¿, and both arrows light up but the screen remained blank.the functional display test failed. The screen was dim upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a dim display. A known working inverter board was installed and the display functioned as intended. The touchscreen test passed. An internal visual inspection of the returned cycler was performed and encountered a missing compressor grommet and damage to the top cover. No other discrepancies were found. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board. The cycler was refurbished following the evaluation.